Manufacturer narrative:
(B)(4). The otw trek 3.0 x 15 mm dilatation catheter mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a trek balloon dilatation catheter met resistance during advancement over a balance middle weight (bmw) guide wire. Upon trek removal, resistance was felt with the bmw. The trek never entered the patients anatomy. Both the bmw and trek were removed. The patient was re-wired with an unspecified guide wire and another unspecified balloon catheter advanced and completed the procedure successfully. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.